Manufacturer narrative:
Serial number: (B)(6). Software version: 3.8.4. Color: blue. Battery life remaining: <8 months. Customer reports: inpen app is not recording the exact doses dialed on the inpen. The top of the leadscrew disc was coming off. Per visual inspection: the alignment of the dose indicator mark and printed values on the dose knob is nominal. No misalignment of the dial was noted. Missing dosing window. The inpen paired to the commercial app with small pairing dose. My inpen menu displayed: tried dosing 4.0u slowly holding knob and button together, 4 in a row were and app recorded 3.0 u, 3.5u and 2.5 u and 2.5 u. The screw is not bent. The leadscrew advances properly when dosing less that 4.0 unit. However, it was noted that after fully rewinding the leadscrew an intermittent high resistance to dial and the leadscrew retracts while dialing. This leadscrew anomaly is intermittent in a couple of occasion leadscrew worked as expected. The customer complaint of inpen app logging different amount given via inpen is confirmed. However, damage to injection foot complaint is not confirmed. Destructive testing showed that leadscrew anomaly was caused by a pattern wheel misalignment due to an encoder base bond failure. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Serial number: (B)(6). Software version: 3.8.4. Color: blue. Battery life remaining: <8 months. Customer reports: inpen app is not recording the exact doses dialed on the inpen. The top of the leadscrew disc was coming off. Per visual inspection: the alignment of the dose indicator mark and printed values on the dose knob is nominal. No misalignment of the dial was noted. Missing dosing window. The inpen paired to the commercial app with small pairing dose. My inpen menu displayed: tried dosing 4.0u slowly holding knob and button together, 4 in a row were and app recorded 3.0 u, 3.5u and 2.5 u and 2.5 u. The screw is not bent. The leadscrew advances properly when dosing less that 4.0 unit. However, it was noted that after fully rewinding the leadscrew an intermittent high resistance to dial and the leadscrew retracts while dialing. This leadscrew anomaly is intermittent in a couple of occasion leadscrew worked as expected. The customer complaint of inpen app logging different amount given via inpen is confirmed. However, damage to injection foot complaint is not confirmed. Per neta glaser, destructive testing showed that leadscrew anomaly was caused by a pattern wheel misalignment due to an encoder base bond failure. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pen had a leadscrew anomaly. The leadscrew disc was coming off and leadscrew top is broken. The customer also reported that there was an inaccuracy between the dose intended and dose recorded. The dose was greater than 1.0 unit of insulin. No harm requiring medical intervention was reported. The insulin pen will be returned for analysis.